Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The iipv event was confirmed through an event history log review. The cause could not be determined. If any additional relevant information is received, a supplemental report will be reported.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 18:42:02. During night drain cycle four, the patient's ultrafiltration reading was 430ml, indicating the home patient (hp) drained 430ml more than their maximum programmed fill volume of 300ml. No additional information is available.